Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion". Customer information: no exactly information of the infusion setting was reported. Only following statement was told: "in summary the stated total infused on the pump differed from what was missing from the bag."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The sample was not provided for an examination and root cause analysis in our service laboratory in melsungen. For this case only the device history was available. The device history of the reported day of occurrence (B)(6) 2020 was detailed analyzed. An infusion therapy with a setting of a vtbi of 711 ml and an infusion time of 2 hours could be found. The following infusion was performed with a selected infusion line (type space line) and a calculated flow rate of 355 ml/h. The infusion started at 01:51pm. After 46 minutes an alarm "too few drops" occurred. The alarm was confirmed by user after 5 minutes and the infusion was started again. After re-start immediately a flow alarm occurred. The alarm was confirmed again by user and the infusion was re-started. 5 seconds after re-start an error "no drops" occurred. At 03:33pm the infusion started again. After 50 seconds the infusion was interrupted by an occurred error "too few drops". The error was confirmed by user and the infusion should be continued, but seconds later after pushed the start/stopp button a pressure alarm occurred. After the last interruption of the infusion no further errors or alarms occurred and the infusion has been finished of the programmed vtbi of 711 ml. After the finished infusion therapy the infusion was continued for 11 seconds. A volume of 0,95 ml was administered. Afterwards it could be detected in the device history that the infusion line was removed and the device was switched off. The complaint could not be confirmed. During the analysis of the device history no abnormalities could be found. During the device a flow deviation could not be detected.